Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01015.

Event description:
The customer reported false positive results with ID now covid-19 assay performed on multiple dates on a direct tested nasal kitted swab. This is report 1 of 2. The customer reported a false positive with ID now covid-19 assay performed on (B)(6)2021 on a tested nasal kitted swab. Repeat testing was performed at a different location. The customer was suspicious of results and tested the whole office that resulted in positive results for everyone, no one had symptoms. The customer sent the results out to get tested with another ID now. Patient awaiting results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1020083 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1020083, test base part number 190-430 / lot: 1020083. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020083 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.